Event description:
The user facility reported that their reliance genfore washer was leaking water. The leak created a small puddle of water, about 1 square foot in size, which leaked into a hallway. The facility also reported the leak damaged ceiling tiles located on the floor below the unit. No injuries to hospital staff or patients were reported. No procedural delays or cancellation occurred.

Manufacturer narrative:
A steris service technician arrived on site to inspect the unit and found loose hose clamps at the recirculation pump. The technician retightened the hose clamps; a test cycle was performed and the unit was confirmed operational and returned to service.